Event description:
Distribution technician observed badly faded / illegible label on five individually packaged sterile expansion sets. Technician removed product with defective label from channel of distribution. Vendor is being notified. Technician inspected remaining product for adequacy of label. No other defects found.no adverse event since product never reached patient care areas.